Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd an scs sys on (B)(6) 2010, including an ipg, percutaneous lead, lead extension and lead anchor. It was reported that she initially lost stimulation in (B)(6) 2011, and effective therapy was recaptured via reprogramming. The pt allegedly lost stimulation again on (B)(6) 2011. An x-ray was performed and a visible break in the pt's extension was observed. Surgical intervention will be undertaken at a future date to address this matter.